Event description:
It was reported that the atrial lead impedance has been varying in an unusual way and noise on stored egms (electrograms) seems reminiscent of lead fracture or connector problems. It was also reported that the right ventricular lead had low impedances with noise on the egms with nst (nonsustained episode) episodes and a lead warning was triggered. Both leads remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
A correction has been made on the device (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) varying resistance/impedance was noted as the weekly pace lead impedance trend data shows varying impedance for min and max a pace from 392 to 984 ohms range between (B)(4) 2011 and (B)(4) 2011. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:04. The weekly minimum pace lead impedance trend data shows a spike decrease and low impedance for min rv pace from 244 to 172 ohms min, between (B)(4) 2010 and (B)(4) 2011. Oversensing was also noted as seven ventricular non sustained tachycardia <=215 ms occurred between (B)(4) 2011 13:55:46 and (B)(4) 2011 23:05:03. Two episodes of ventricular fibrillation <=180 ms average v-cycle occurred on (B)(4) 2011 21:28:20 and (B)(4) 2011 21:39:09.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4)